Event description:
The customer reported a pca module did not alarm when it was discovered a tubing clamp was closed. It is unk how long the tubing was clamped. The hospital stated when the tubing was unclamped approx 12 mg of medication was delivered. It was reported that the pt felt dizzy. The customer stated no further pt/event info was available.

Manufacturer narrative:
(B)(4). The customer's report of no occlusion alarm could not be confirmed because product was not returned for failure investigation. Customer states the module will not be returned because the device passed all functional testing. The root cause of the customer's experience could not be identified.